Event description:
Nurse saw fluid leaking on floor under IV tubing. Checked the tubing connections for leaks and saw that one of the IV tubing filter was leaking from the rectangular part. No visible crack was seen. This is similar to other IV filter tubing leaks seen in the past. Only d51/2 normal saline (ns) was infusing through this line. Other tubing/line had chemo but this one did not. It was the line used for medications. Filter is bd smartsite extension set 0.2 micron low protein binding filter ref 200727e. This is all the information available.